Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Failure analysis (fa) report: installed the component in a known good unit. Powered up unit and ¿xdcr fault¿ and ventilator inoperable (vent inop) faults were duplicated. Powered unit in service mode performed xdcr calibration per service manual; calibrations passed. After finding the ¿xdcr fault¿ and vent inop faults were found in the events and the complaint was duplicated, replaced customer¿s (failed) turbine interface pcba with a known good fa lab turbine interface pcba and connected it with customer¿s (good) turbine, unit passes. Findings/root-cause: after powering up the unit, reported problem was duplicated; this is considered an ongoing study issue that is currently being addressed by an internal investigation.

Event description:
The customer reported transducer (xdcr) fault alarms and no flow delivery during patient use. The device was removed from service and the patient was placed on another ventilator. The customer reported no allegation of patient harm/injury.

Manufacturer narrative:
Device evaluation: failure analysis: received pcba, vela, installed in known good vela, powered in service mode to view = event error log, found xdcr fault, and multi alarm transducer (xdcr) fault. Re-started vela unit in respiration mode and vent is inoperable (inop), alarms low minute volume (ve), low peak inspiratory pressure (pip), and high rate, appeared in events. Re-started back in service mode and performed exhaled (exhl) differential (diff) pressure (press) calibration (calib), calibration failed on 0 pressures. Findings/root-cause: duplicate customer complaint of no flow delivery. Failure caused by faulty sensor, diff press. This is considered a known issue.